Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, h.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified sharp broken on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.